Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component and investigation codes). The following sections were corrected: h6 (clinical codes). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, a patient had right knee replacement surgery (B)(6) 2016. They subsequently underwent right knee revision surgery on (B)(6) 2022, approximately 6 years 4 months post primary procedure. Revision surgeon noted having identified free fragments of polyethylene lining, and that there was significant damage affecting the medial and posteromedial aspect of the tibial tray. Both femoral and tibial components were solidly anchored and so was the patella. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.